Manufacturer narrative:
The field service engineer (fse) was not onsite but contacted the customer via telephone . The customer cleaned the loading cylinder. The cause of the loose pads is unknown. (B)(4).

Event description:
The customer reported that 1 strip pad had fallen off into the cylinder on the ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.